Event description:
The user facility reported a 39 year-old male was implanted with an impella 5.5 device for mechanical circulatory support due to cardiogenic shock. It was reported that there were purge system alarms. The staff found a potential leak in the extension tubing while running sodium bicarbonate. After replacing the purge cassette and extension tubing, the alarms resolved. Pump remained on for support and there was no harm or injury.

Manufacturer narrative:
The investigation into the purge leak has been completed. The device was not returned for evaluation. However, the clinical report was evaluated. The root cause of the purge leak was determined to be a damaged extension set as a pin hole leak was observed in the set and replacing the extension set resolved the issue. This is an off the shelf extension set. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.